Manufacturer narrative:
The technician found the screws were broken out of the hex rods and the casters were faulty. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed from 2007 to 2014. It is unknown if the facility performs preventative maintenance on this bed. The technician replaced the brake casters, screws, and hex rods to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).